Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient also experienced a "bad infection on the uterus and kidney." No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).